Event description:
The patient was admitted for a procedure in 2008, with a lesion in the left proximal internal carotid artery. It was noted that a precise pro rx stent was implanted without any complications. It was also noted that an angioguard rx was kinked during prep and not used. The morning after the index procedure the patient experienced mild aphasia. Although it is unknown if the event was resolved, fully recovery is expected. No intervention was required to treat the aphasia and that an MRI and mra were noted to be negative for acute ischemia. There was no diagnosis provided. It was also noted that the activated clotting time (act) was maintained at 253 during the procedure.

Manufacturer narrative:
This study patient underwent carotid stent implantation and experienced aphasia the morning after the index procedure. The patient is a male with medical history including hypertension. The target lesion was left proximal internal carotid artery described as mildly calcified, not tortuous with 90% stenosis. A first angioguard device kinked during prep and therefore was not used. A second angioguard was inserted, tracked, deployed and withdrawn without reported difficulties. A precise stent was implanted without reported difficulties. It was noted that the activated clotting time (act) was maintained at 253 during the procedure. The patient was maintained on an asa and plavix medication regimen for the procedure and for the discharge. The morning after the index procedure the patient experienced mild aphasia. No intervention was performed to treat the aphasia; and an MRI and an mra were both noted to be negative for acute ischemia. There is no report of resolution of symptoms. The precise stent remains implanted thus unavailable for analysis, and the kinked angioguard was discarded by the account. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are procedural issues that may have contributed to the adverse event experienced by the patient. The precise IFU (instructions for use) recommends an act to be maintained at 300 seconds, and as noted the patient was maintained at 253. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling.